Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The following day the patient experienced redness, swelling, and a rash. The rash lasted two to three weeks. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-08341 and 2210968-2012-08343. The same patient is represented in each medwatch.